Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had sticky middle esc button. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack on reservoir opening, right hand top of screen had fine lines, had cracks on the touch pad, insulin pump rejected new batteries, was louder to rewind and has to replace batteries every 2 weeks. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify failed battery test alert, rewind anomaly and charge or battery lasts less than expected anomaly due to buttons not responding. Insulin pump received with cracked reservoir tube lip, cracked case display window corner and cracked case reservoir tube window corner.